Manufacturer narrative:
Pump received button error alarm due to corroded keypad traces. No moisture damage found inside the pump. Unit received with broken battery tube threads. Unit received cracked case display window corner. Unit received missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 160 mg/dl. Troubleshooting was performed. The device was returned for analysis.